Event description:
A malfunction alarm occurred on the customer's pump during insulin therapy, specifically identified as alarm 20. The customer declined to answer if their blood glucose level exceeded 500 mg/dl, so no further details on the blood glucose impact were provided. Technical support assisted the customer in attempting to load a new cartridge, but the cartridge alarm persisted. Consequently, technical support arranged for a replacement pump to be sent. The customer was advised to switch to multiple daily injections to maintain insulin delivery and was instructed on proper procedures to return the faulty pump.